Event description:
It was reported that the patient experienced pain at the ipg site when laying down. All components were explanted and discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7095514/7096041; UDI: (B)(4).